Manufacturer narrative:
(B)(4). Batch # u93e6x. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon fired on the cystic artery with no issues. When he fired over the cystic duct after three clips were used, he noticed bile was leaking from the stump on the patient side. It appeared that the clips were over the duct, but did not form properly. An endo loop was used to complete the procedure with no patient consequences.